Event description:
It was reported via repair work order that the the head right siderail was stuck down due to a malfunctioned siderail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion :customer to order part and to make repair.